Event description:
It was reported that a popping sound was made by the 8800 system. It was also noted that a generator failure error was displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended, and placed back into service.